Manufacturer narrative:
Cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under the CAPA .

Event description:
1 of 2 reports (same patient, different products). Other mfg report number: 3013886523-2022-00581. A facility reported a cerelink monitor (ID 826820) was showing "sensor or extension failure" message. Medical staff tried to fix the issue changing the monitor and the cables. The decision was made that sensor replacement was not required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.